Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, and continued to use the pump for insulin therapy.